Event description:
Event description cpi received information that this patient with an implantable pulse generator (ipg) and bipolar lead was experiencing loss of capture. The patient was on vacation in tn, the physician there elected to perform an invasive procedure to remove the lead and found a lead fracture. The lead and ipg were removed at this time. No further information is available.